Event description:
It was reported that the device went in to bvvi mode. Multiple shocks were delivered, draining the battery. The device was explanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. The reported backup vvi was confirmed in the laboratory was due to a power-on reset. The battery voltage was confirmed to be below eol. The device was tested using automated test equipment, and no anomaly was found. The cause of the power-on reset could not be determined.